Manufacturer narrative:
(B)(4). Concomitant medical products: item# 139268 m2a-magnum 52-60mm tpr ins std 0/0mmt1 lot# 536830, item# 13-103208 taperloc por red/lat 15x150 lot# 804050, item# us157860 m2a-magnum pf cup 60odx54id lot# 773080. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10696.

Event description:
It was reported during revision surgery head and stem were cold welded. Physician explanted head/adaptor/stem. Delay in surgery greater than 30 minutes occurred. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.